Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes using two different meters: 1.4 mmol/l, 2.9 mmol/l, 2.2 mmol/l, 3.7 mmol/l with the guide meter and 15.7 mmol/l with the professional performa meter. The patient had no symptoms of hypoglycemia and the nurse, who performed the measurements, assumed the guide meter results were incorrect.